Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head would not interrogate devices and it failed functional vxi tests, though it was noted that the head passed functional and bench tests using a known good cable. The lens on the upper case was also found to be cracked. The programmer head was being sent on for repair and restock. (B)(4)

Event description:
It was reported that the radio frequency (rf) programmer head would not interrogate devices. The rf head was returned. No patient complications have been reported as a result of this event.